Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation system for benign prostatic hyperplasia (bph) occurred one day prior. According to the complainant, during the procedure, the water temperature gradually increased past the 35 degree point. The complainant states that they have to do add'l set point adjustments to keep the water temperature within specs. The procedure was completed successfully with this device and no pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.